Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email low blood glucose levels. Customer's blood glucose level was 45 mg/dl. Customer advised their sugar glucose and blood glucose had a large differential as well. Customer's sugar glucose was 88 mg/dl. Customer advised the serter took 3 attempts before they were able to get it to work. Customer declined to speak to the 24 hour helpline.